Event description:
It was reported that during surgery, the device can't power on. There was no patient harm/injury. There was no surgical delay. There was no medical intervention. Another device was used to complete the surgery. During device evaluation and visual examination of the returned product found evidence electrolyte had leaked on the terminal. Due diligence is complete; no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device was returned with the batteries removed from the pack. Visual examination of the returned product found evidence electrolyte had leaked on the terminal. The device did power on and functional normally when connected to a lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone: (B)(6). G2: foreign: china.